Event description:
It was reported by the aci clinical specialist that a female pt underwent a diagnostic coronary procedure (B)(6) 2012. A pre-procedure femoral angiogram revealed a small amount of pvd/calcium present in the vicinity of the access site. Access was obtained at the right femoral artery via a 6f sheath (model unk). Following the procedure, the rt who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt shuttled down, pulled the sheath back and the balloon ruptured at that point. The sealant was not deployed. The rt removed the device and converted the pt to 10 mins of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1211801) indicated that the mynx lot met all established performance criteria prior to shipment.